Manufacturer narrative:
Concomitant medical products: arctic front advance cardiac cryoablation catheter. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/65 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: clinical impact of the cryoballoon temperature and occlusion status on the success of pulmonary vein isolation.¿ journal of atrial fibrillation. 2018; 11 (2). If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of a cryoballoon ablation catheter system: there was one patient who developed a pseudoaneurysm; with unknown treatment/resolution. There were also three (3) patients who had transient phrenic nerve palsy (pnp); all of which recovered. The status/location of the cryoablation catheter system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the company representative who indicated that the pseudoaneurysm was not related; but the pnp (all recovered) was related to the procedure. No further information was provided.